Manufacturer narrative:
Section h6: the initial report inadvertently included a component code and was corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect on 01nov2024 was not confirmed as it was not captured in the submitted log files. The submitted controller event log file contained data from 26nov2024 to 11dec2024 and the controller periodic log file contained data from 30nov2024 to 11dec2024. The log file did not contain data from the reported event date of 01nov2024 due to the data being overwritten by newer events. No driveline disconnected alarms or other notable alarms were active in the log files. The pump maintained a speed within the expected range throughout the log files. No product was returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the cause of the alarm was identified, if any equipment was exchanged, and if any products would be returned for analysis); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect alarm on (B)(6)2024, and the customer sent log files in for review. The event log files only contained data from (B)(6)2024, with the data from (B)(6)2024 already being overwritten by newer data. The event log files captured only routine events, including a few routine pulsatility index (pi) events and power cable disconnect alarms during a power change. There were no notable alarm conditions or parameter changes, and the mechanical circulatory support (mcs) equipment was determined to be operating as intended.